Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads , upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 704731.

Event description:
It was reported that the patient experienced inadequate stimulation despite a multiple reprogramming attempt. No device malfunction was suspected. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.